Event description:
It was reported that a pt underwent a laparotomy procedure on (B)(6) 2010 and suture was used. While the surgeon was closing the fascia layer with single suture knots, the needle broke in two pieces from the point close to where the suture is attached to the needle. The needle piece was easy to visualize and was removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.